Event description:
It was reported that air was noted in the patient line of the cassette during fill one of peritoneal dialysis therapy on the homechoice device. The patient was connected to the device at the time of the observed air. During troubleshooting, it was noted that the patient had connected themselves to the patient line prior to properly priming the line. The technical services representative reviewed proper priming procedure and assisted the patient in ending therapy. The patient would start therapy over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a patient who connected themselves to the patient line prior to properly priming the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.